Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: what were the indications for surgery? Laparoscopic nephrectomy for cancer are the exact names of the vessels in the vascular bundle known? Renal artery & vein what was the approximate width of the compressed vascular bundle? No information were the vessels skeletonized? Unknown (but I believe not from the surgeons initial email). Can it be confirmed that the entire width of compressed vessels was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Unknown. Was the bundle easily compressible to 1mm? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Unknown ¿ recent hospital conversion and this surgeon prefers medtronic. Doesn¿t openly speak with us. Were any staples seen in the surgical field? If so, please describe shape. Surgeon claims she saw no staples as she over sewed the artery & vein. Is it the surgeon¿s usual practice to take bundle? Unknown due to competitive nature of this surgeon.

Event description:
It was reported that during a laparoscopic nephrectomy, on the second firing of the stapler it was fired on the vascular bundle and everything appeared to be ok until the stapler was released. There was profuse bleeding. The surgeon reclamped to gain hemostasis. The procedure was converted to open. Surgeon then places a vascular clamp on the patient side of the stapler and removed the kidney. Surgeon over sewed the vessel and saw no staples at the hilum. The amount of blood that was lost was not noted.